Event description:
An ep doctor had drawn up lidocaine 1% in a 10 ml sterile syringe that was provided in the the sterile pacemaker medline pack. When he got ready to inject the lidocaine into the patient the syringe broke with a crack noted in the syringe barrel. The medication leaked out.